Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead exhibited high and undefined high rv defibrillation impedance when connected to the device. The pocket was re-opened and the physician noted that there was a visible "slit" in the lead insulation which was thought to have occurred during implant. The physician replaced the rv lead, however, the second rv lead also exhibited high rv defibrillation impedance values. Defibrillation threshold testing (dft) testing was conducted and failed to convert the rhythm. Five days post implant the dft testing was successful and the impedance values had gone down but were still high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner tubing of the lead was extrinsically b reached due to a cut. There was blood on the distal conductor of the lead, and it was not obstructed. The overlay tubing and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted all electrical testing was within specified parameters. Visual inspection was found the lead body was cut from the overlay tubing through the multi-lumen tubing and the inner tubing. The breach of insulations allows blood ingress into lead body. If information is provided in the future, a supplemental report will be issued.